Event description:
Patient reported that the meter/hcp meter comparison results obtained using different finger sticks were 34 mg/dl (ss) versus 72 mg/dl (hcp), respectively. Tests were reportedly done "a few minutes apart". No symptoms were reported. The meter was replaced. There was no allegation of harm.